Manufacturer narrative:
The suspect device was no returned to olympus for evaluation and a root cause cannot be determined. To resolve the reported problem, olympus technical support recommended replacing the xenon lamp.

Event description:
A user facility reported to olympus that the orange lamp light was on and low light was observed. The user turned off the unit and turned it back on and the light returned for some time but then went back to low light. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the event occurred because the lamp went out and the emergency light turned on.